Event description:
It was reported that the gastrointestinal videoscope had black adhesive foreign material on the lens surface. The issue occurred during service and maintenance. There was no patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable cause of the malfunction was not identified as no device returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.